Event description:
It was reported that during a routine pulse generator change out procedure, the pulse generator exhibited loss of output after being exposed to electrocautery. The pulse generator was replaced within 20 seconds. The patient recovered normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.